Event description:
An allegation received from an attorney indicated the patient became unresponsive, slumped in the seat of the car and died. It further alleges that interrogation of the device revealed the pacemaker had failed, and that on the night of the patient death there were two episodes, one six minutes and one three minutes in length, during which the patient's heart raced at over 400 beats per minute. Additional information received indicated that approximately three weeks prior, the patient had complained of recurrent palpitations, the device was interrogated and was reprogrammed due to evidence of atrial under-sensing and that, as no notification of the device defect was made, the patient's physician was not aware the device was defective. The day prior to the patient's death, the patient notified the physician that the patient was once again suffering from recurrent heart palpitations.

Manufacturer narrative:
It is reported that on the day of death, the patient followed up with the physician, and the device was again interrogated and reprogrammed. The attorney alleges that approximately eighteen months after the patient died, a recall of many models of several of implantable pulse generators was issued because the devices were defective. Further alleges that the manufacturer, prior to the patient's death, was or should have been aware of the defect in the device that caused the patient's death. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. All information known was provided per the complainant. Therefore, no attempts for additional information will be made.